Manufacturer narrative:
Year of event reported as 2018; however exact date of postoperative malunion development is unknown. Additional device product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018 a patient underwent hardware removal of a trochanteric fixation (tfn) intramedullary nail and a helical blade due to malunion. The surgeon determined that the malunion was not a result of hardware failure. The original procedure was done on (B)(6) 2018. During revision surgery, the surgeon re-reduced the fracture and implanted a new intramedullary nail. There are no reports of surgical delay. The procedure and patient outcome is unknown. This report is for one (1) 12mm/130 degree ti cannulated troch fixation nail 420mm. This is report 1 of 2 for complaint (B)(4).